Manufacturer narrative:
Device analysis shows a device failure. Device analysis report is attached. This report is submitted on april 11, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on december 16, 2021.

Manufacturer narrative:
This report is submitted on july 29, 2021.

Event description:
Per the clinic, the patient experienced poor response to sound stimulation.